Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a shoulder replacement surgery, where a promos reverse glenosphere eccen. Dia36/+5 was implanted. The patient experienced a peri-prosthetic fracture of the humerus, which was treated with a revision surgery performed on (B)(6) 2022. Current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: it was reported that a patient experienced a peri-prosthetic fracture of the humerus, which was treated with a revision surgery performed on (B)(6) 2022. A promos reverse glenosphere eccentric dia36/+5 was explanted. The device, used in treatment was not returned for evaluation, therefore further analysis was not possible. However, the relationship between the reported event and the device can be confirmed, since an x-ray, confirming the reported complaint, was provided. The production documentation was not reviewed, because no batch number was communicated. The complaint history review confirmed that the complaint is in line with the current risk management. The IFU lit. No. 12.25, ed. 07/11 lists bone fracture as possible side effect. Review of past corrective actions was performed. No further escalation is required. Since only one undated x-ray was provided and no further medical documentation, a thorough medical assessment is not possible. The root cause stays undetermined after investigation. Based on the limited information it is not possible to speculate about factors which could have contributed to the reported issue. To date, further actions are not deemed necessary. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor this device for further similar issues.